Event description:
Received a bag of chemo from pharmacy via tube station. When bag was removed from tube it was noted to have a large volume of fluid loose in the outer transport bag. Upon inspection, the secondary tubing had come apart at the drip chamber allowing the chemo in the IV bag to pour out. This caused a delay to the patient because the chemo had to be remade. If it had not stayed contained to the outer transport bag it could have caused a chemo spill which could have endangered staff or the patient (if it had become disconnected later while infusing). We were unable to save the tubing to send to manufacturer d/t chemotherapy exposure. The transport bag and all of its contents were properly disposed of.